Manufacturer narrative:
The field service engineer (fse) found the sample probe was bent, a cushion was broken and the gear pump was misadjusted. The fse replaced the sample probe and cushion and adjusted the gear pump. Mechanical and ise checks, calibration, and qc were all acceptable. Calibration was last performed on (B)(6)2023 with acceptable results. Based on the data provided, qc appeared to be acceptable. No issues were identified with the alarm data provided. The service actions resolved the issue.

Event description:
The initial reporter questioned the results of multiple patient samples tested for multiple assays on a cobas 6000 c (501) module. Discrepant results were provided for 3 patient samples tested for ca2 calcium gen.2 (ca2). Patient 1 initial ca2 result was 5.90 mg/dl with a data flag. The repeat results from the same instrument were 9.32 mg/dl and 9.08 mg/dl. Patient 2 initial ca2 result was 2.78 mg/dl with a data flag. The repeat result on the same c501 module was 8.24 mg/dl with a data flag. The repeat result from a different c501 module was 8.11 mg/dl with a data flag. Patient 3 initial ca2 result was 6.7 mg/dl. The repeat result from a different c501 module was 8.6 mg/dl. The initial results were reported outside of the laboratory. The samples were repeated as the results were not consistent with the patient¿s previous results. Corrected reports were issued upon completion of repeat testing. The ca2 reagent lot number was 66127801 with an expiration date of 30-nov-2023.